Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The device reset to be scheduled. No patient symptoms or complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had not charged their device or felt stimulation because the device was overdischarged. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had a poor communication screen on the patient programmer. The patient was unable to communicate with the patient programmer as well. The patient reported that the device went dead in may and the patient did not remember when their last successful recharging session was. The patient also mentioned that the implanted battery had moved and the doctor was unable to connect with the 8840 either. The were no falls or trauma related to the stimulator shifting. No patient symptoms or further complications were reported as a result of this event.